Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and had issues with no delivery alarms and off no power. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 102mg/dl. The customer treated with manual injections. The customer states the cause of the hospitalization was diabetic ketoacidosis. Troubleshoot was conducted. The caller was advised to have customer monitor the device and call back if issues persist.